Event description:
The customer reported to the sales rep that the first procedure was okay but during the 2nd procedure, the surgeon was not happy with the but. It was stated that this was taken out and put back in but the console alarmed, saying something like "bur not fitted". It was further reported that the part of the surgeon's technique is to rest the shaver on the pt during a procedure. Finally it was stated that some was noticed and when the shaver was removed, the pt was found to be burned.